Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. The event log could not be downloaded due to start up error code 45985. The primary problem was replaced, and the cause was the main board. Replaced main board to resolve the report error. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device there was a red screen error code 45985. There was no patient involvement and no harm reported.